Event description:
It was reported that a trained physician attempted arteriotomy closure of the common femoral artery, using a starclose vessel closure system during a diagnostic procedure. The device stuck in the vessel after trigger fired, hard stuck. Hemostasis was achieved using manual compression. There was no patient injury or adverse effect. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and the lot number has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.